Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant med products and therapy dates: lid device; (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the seal of the recon sagittal saw device was worn. It was determined that the device had a cosmetic worn housing, and component thread; saw blade coupling damage. It was observed that the device had excessive noise, a lid leak tightness test failure and would not run. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check coupling screw of saw blade coupling, check for wear on housing, check function of device and check oscillation frequency with frequency meter. It was noted in the service order that the recon sagittal saw device and the lid device did not work. It was reported that there were no delays in the surgical procedure. It was further reported that the procedure was completed as intended. It was not reported whether the event occurred during surgery or if there was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.